Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt had the pump replaced as it had been underinfusing for "several months". The concentration, dose, and drug in the pump were not reported. No symptoms were reported. The pt recovered without sequela.